Event description:
It was reported that during a procedure using a procise lw wand, upon activation for 10 seconds there was still no plasma formation. The surgeon opted to complete the procedure using a backup device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
The surgeon opted to complete the procedure using a competitive device, not a backup device as previously reported.

Manufacturer narrative:
The device was returned for evaluation. The complaint has been verified and the root cause is an individual component failure. This type of failure is a result of a break in the wiring within the shaft; however, an exact location could not be determined with confidence. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. There are several factors that could contribute to the reported event such as not having sufficient saline in order to facilitate the formation of plasma, inadequate suction, or not having the wand or foot control connector fully inserted into the controller display. The instruction for use contains information regarding activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.